Manufacturer narrative:
Article citation: busch, tobias et al., 'learning curve and one-year outcome of xen 45 gel stent implantation in a swedish population'. Clinical ophthalmology 2020:14, pages 3719-3733. The article noted there were 113 eyes included with 53 were male and 60 female and average age of 70.8. Implant date was noted between december 2015 and may 2017. Request for further information has been made. Allergan has received no response from the authors. This is the same article reported under MDR ID # 3011299751-2020-00354.

Event description:
The article, "learning curve and one-year outcome of xen 45 gel stent implantation in a swedish population," noted patients had the xen 45 gel stent implanted and experienced the following technical malfunctions: 9 patients had curved xen 45 stents, and an unspecified number of patients had devices never begin properly functioning to due to intraoperative damage during the implant procedure.